Event description:
The pt's meter was set to the incorrect unit of measurement. The reporter stated that the pt was contacting her physician for advice due to the readings that she was obtaining (no actual results were provided). The pt would normally view her results in mg/dl and she was obtaining results in mmol/l, which means that a decimal point was appearing on the display. The physician would adjust the pt's insulin, sometimes increasing it and sometimes lowering it. No injury or harm was alleged. The meter was not previously set to the correct unit of measurement. The pt was unaware that her meter was set incorrectly. A replacement meter has been sent to the pt.